Manufacturer narrative:
Lcd fault. Internal report # (B)(4).

Event description:
Pharmacist called on behalf of consumer. Meter lcd is not displaying the last number of the result. No adverse event reported.